Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. The electrical function of the lead was tested and no anomalies were found. The patient was asymptomatic. The lead remains implanted. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.